Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a cholecystectomy by video procedure, the product presented a problem. After the surgeon went to clip the vessel, it opened. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The cartridge used in the procedure was discarded. A sample cartridge from the sale lot was received sterile and in good visual condition. Three cartridge was opened and tested for functionality with a test device. The instrument loaded, retained and deployed 6 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.